Event description:
The user facility reported after inserting the laparoscope hook, it was identified that the metal hook was not present. Attempts to remove the hook laparoscopically were unsuccessful. The pt required open laparotomy for its removal.